Event description:
The caller reported the obturator and suction catheter will not pass through the tracheostomy tube. The caller stated that the tube was used on a patient and after inserting the tube, they found that they could not pass an 8 french suction catheter, which they have always used. The caller stated the patient was decannulated and then recannulated with a tube with a different lot number and they were able to use the 8 french suction catheter with that tube without issue. The caller reported that the used tube was thrown away.

Manufacturer narrative:
The 3.0 ped tracheostomy tube was discarded and therefore not available for failure investigation. The lot number was provided and the manufacturer will review the lot history records. A device alert for the shiley 3.0ped cuffless pediatric tracheostomy tube was sent to customers january 14, 2009. A device alert was sent to the FDA district office on january 15, 2009 regarding the shiley 3.0ped cuffless pediatric tracheostomy tube and the device alert sent to customers.